Manufacturer narrative:
On may 23, 2019 an olympus ess was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. The ess reported that there were no deviations noted.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the bending section cover and insertion tube cracked. An olympus boroscope was used to inspect the biopsy channel and scrape marks were noted inside the channel. The scope was repaired and returned to the customer. The gif ¿h180 instructions warns users ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that a scope cultured positive for pseudomonas on (B)(6) 2019, after being reprocessed. The scope had been used on a patient with a pre-existing pseudomonas infection. The scope was quarantine at the user facility.